Manufacturer narrative:
The patient underwent mesh implantation due to stress incontinence, cough and leak incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent the following procedures: (B)(6) 2010: coaptite injection, due to reason stress incontinence; (B)(6) 2011: removal of sling, vaginal foreign body removal, botox into pelvic floor muscle, pelvic floor physical therapy and cystoscopy, reason: continued urinary incontinence, urinary urgency, trouble voiding and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and a sling was implanted into the patient. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent botox injections into the levator ani muscles, myofascial release pelvic floor physical therapy, removal of sling, urethrolysis and cystoscopy on (B)(6) 2012 due to vaginal foreign, myofascial pelvic pain, dysfunction and stress urinary incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on and mesh was implanted concurrently with cystoscopy and due to stress urinary incontinence. It was reported that the patient underwent cystoscopy with coapitite on (B)(6) 2010 for stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary leakage, nocturia, urinary tract infection, urinary frequency, and hematuria.